Event description:
It was reported to covidien in 2008 that a customer had an issue with a hypodermic needle. The customer stated the nurse scraped her left forefinger and knuckle after giving injection. She received a contaminated needle stick.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.